Manufacturer narrative:
The sample is reported to be available for return, however, has not been received. Video provided shows customer concern for a wrinkled area on the tyvek pouch. There is no tear, hole, or separation of the sterile package visible. At this time, no conclusions can be made. Should the sample be return and evaluated a supplemental MDR will be submitted to document the results of the sample evaluation. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4)units released for distribution in february, 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It was reported that the sterile package of the 3dmax light mesh was noted to be damaged while preparing for a case on (B)(6)2023. The device was exchanged for a new device in same lot number and not used on the patient. There was no reported patient injury.

Manufacturer narrative:
The sample is reported to be available for return, however, has not been received. Video provided shows customer concern for a wrinkled area on the tyvek pouch. There is no tear, hole, or separation of the sterile package visible. At this time, no conclusions can be made. Should the sample be return and evaluated a supplemental MDR will be submitted to document the results of the sample evaluation. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum#1: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample receipt and evaluation. As reported the customer noted damage to the sterile pouch, and video provided shows a wrinkled area on the tyvek pouch. The returned sample evaluation finds the tyvek pouch has been opened as received. The pouch condition is consistent with a pouch that has been opened for use. The remaining seal is intact with no creases or voids found. No manufacturing anomalies were found. Based on the returned sample condition, no conclusion can be made. Addendum#2: this supplemental MDR is submitted to document the additional sample evaluation results. Review of the returned sample confirmed a breach in the pouch seal. Examination shows that the seal had been completed but due to forces applied at some point after manufacturing an area in the seal opened. The breached seal area has a consistent seal transfer across the area to confirm it had been sealed. The blow thru in the seal was most likely due to transit or handling event but cannot be definitively confirmed. Manufacturing records review shows there were no discrepancies identified that could be related to this complaint. Review of records confirms this remains the only reported complaint to date for this lot ((B)(4) units) released for distribution in february 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
It was reported that the sterile package of the 3dmax light mesh was noted to be damaged while preparing for a case on (B)(6) 2023. The device was exchanged for a new device in same lot number and not used on the patient. There was no reported patient injury.

Manufacturer narrative:
The sample is reported to be available for return, however, has not been received. Video provided shows customer concern for a wrinkled area on the tyvek pouch. There is no tear, hole, or separation of the sterile package visible. At this time, no conclusions can be made. Should the sample be return and evaluated a supplemental MDR will be submitted to document the results of the sample evaluation. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2022. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample receipt and evaluation. As reported the customer noted damage to the sterile pouch, and video provided shows a wrinkled area on the tyvek pouch. The returned sample evaluation finds the tyvek pouch has been opened as received. The pouch condition is consistent with a pouch that has been opened for use. The remaining seal is intact with no creases or voids found. No manufacturing anomalies were found. Based on the returned sample condition, no conclusion can be made. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile package of the 3dmax light mesh was noted to be damaged while preparing for a case on (b)((6) 2023. The device was exchanged for a new device in same lot number and not used on the patient. There was no reported patient injury.